Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance. There was a total loss of sensing and capture in both the unipolar and bipolar configuration. Capture was not present at 7.5 v at 1.0 ms. The lead was capped and replaced.

Manufacturer narrative:
Na